Event description:
It was reported that high impedance was observed. Psa measurements, xray and electrical measurements were all normal for the leads. When the ICD was connected the impedances were abnormal. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the anomaly observed in the field was confirmed in the laboratory. The root cause was determined to be an anomaly within a hybrid component.